Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 09/01/2011 - device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons caused scrolling upon start up of the pump, but then became unresponsive. Investigators were unable to get past the verification screen due to the button unresponsiveness. There was evidence of corrosion found under all key contacts. Unrelated to the complaint, evaluation revealed residual moisture under the display screen; the display screen was observed to be blank upon visual examination. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
The patient reported that three hours prior to the call to animas customer support (cs), the keypad buttons were scrolling while attempting to program a bolus. She stated that at the time of the call to cs, the keypad buttons were unresponsive. She stated that she wears the pump on her belt, and does not clean the pump.